Event description:
It was reported the system had an overload fault error message. This error causes the system to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was cleaned and regreased. The filament and generator were calibrated during the service call. The system was tested and found to be working as intended and put back into service.